Manufacturer narrative:
The catheter failed to pull back, producing partial images, red frames, and recovery prompts. A second attempt with the same catheter showed the same behavior. Returned-unit testing showed no kinks and normal purge, pullback, and light output. The log review confirmed the complaint. Upon bench testing no device defects were found.

Event description:
Study case # (B)(6) bad catheter 1st run, heard slip and knocking. Obtained a partial run and red frames, also had yellow message on screen to disconnect catheter which I did, then reconnected and did a test pb outside the body, which was successful. So decided to proceed with another attempt, but with same result as the first (slip, knocking, obtained partial image, red frames with yellow message to disconnect catheter. So we disconnected (saved catheter) opened a new one, that worked well.